Manufacturer narrative:
(B)(4). Additional information: the analysis results that one plee60a device was returned with no visual non-conformances and with seven cartridge reloads present. Cartridge gst60d, were received fully fired and in good visual conditions. Cartridge gst60d, was received fully fired and with the cartridge pan dislodged from the reload. Cartridge gst60g, was received fully fired and with the cartridge pan dislodged from the reload. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a revision of laparoscopic band to laparoscopic sleeve gastrectomy procedure, the device was loaded with a green reload for the first firing of the sleeve and everything worked fine. No buttressing material was used on any of the firings. The green reload was removed and the stapler was swished. As the surgeon attempted to load a gold reload for the second firing, he encountered difficulty sliding the reload back into the jaws. The reload was assumed to be defective, so another gold reload was opened and attempted to load. The same challenge was encountered. The rep recognized that something must be obstructing the cartridge jaw, and realized the metal pan from the green reload was still sitting in the cartridge jaw, and preventing normal loading. The pan was removed from the jaw, and the gold reload was loaded as normal. That reload worked fine and was reloaded normally. However, when the third reload (second gold reload) was removed, the metal pan and plastic reload again came out in separate pieces. The rest of the reloads (all gold reloads) fired as expected without the pan dislodging. The reloads performed without incident during the firing cycle and the staple lines formed properly. It was only upon reloading that the pan was observed to be dislodged from the reload. The same gun was used to complete all firings during the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: sales rep noted he observed the reloading process, and has a theory to explain the phenomenon: while removing the used reload, the index finger was placed between the jaws (forcing the body of the reload to stay in place) while pressure was being applied to the tip of the reload with the thumb. The torque caused the plastic cartridge to bend, and in turn the metal pan to dislodge from its snap-tabs. However, the gun and reloads are being returned for analysis/confirmation.